Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during explant of the pulse generator, the atrial setscrew was found to be stripped. The screw could not be removed, preventing the lead from being removed from the device. The header was damaged to allow for device replacement; the lead was not damaged in this process. The pulse generator was successfully explanted and replaced.